Event description:
It was reported that during an attempted revision of the nail, tabs on the lag screw broke. Extraction of the nail and lag screw was not possible. Due diligence is in progress for this complaint; to date, no additional information or product has been received.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h2; h3; h6; h10. As no product was returned, visual and dimensional evaluations could not be performed. However, there is a picture available that shows the broken tabs of the lag screw. Therefore, the reported event can be confirmed. A review of the device history records identified no deviations or anomalies during manufacturing. The device is used for treatment. Medical records were not provided. The root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.